Event description:
It was reported that the user¿s ilet displayed an alert to connect the cgm or enter a blood glucose value, and the cgm information showed a pairing code with no insertion or expiration dates and a prompt to start the sensor; the user entered the displayed pairing code to attempt to resolve the issue, consistent with a cgm pairing failure with the responsible device not identified. Symptoms included no reported adverse physiological effects. Outcomes included no impact on clinical status, no unplanned medical visits, and no hospitalization. Investigation included user guidance and troubleshooting focused on cgm setup and sensor start procedures. Investigation of this case revealed a sensor pairing and initialization issue consistent with communication or setup failure between the cgm and the ilet system, without evidence of device malfunction in the pump hardware. It was concluded, based on previously established findings for similar reports, that the cause was user setup or integration error during cgm pairing.